Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR 03.100.109 lot 6310199 released 4/7/10, greatbatch medical manufactured the aluminum hohmann retractor 18mm width, p/n 03.100.109, and lot number 6310199 for po 1119829. The parts were inspected and conformed to the synthes, (B)(4) (completed 4/6/10). No mrrs or ncrs were generated for this lot and the parts were released 4/7/10. P/n 03.100.109 is made from (B)(4), released june 23, 2006. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes europe reported an event in (B)(6) as follows: it was reported that the tip of the reported radiolucent hohmann retractor was found broken into small pieces after osteotomy of proximal tibia bone by the use of saw blade and seating chisel. The broken tip then fragmented into small pieces when was touched by the saw blade and seating chisel. The surgeon removed as many of the broken pieces from the patient¿s body as possible that could be visually observed. The surgeon then checked for remaining fragments via x-ray and arthroscopy, but there is a possibility of additional fragments remaining in the patient¿s body. There was 60 minute delay in the surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: our investigation shows that the tip of the instrument in question is broken off. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. As mentioned in the complaint description, the retractor came in contact with an unknown saw blade during use. Based on this information and the wear and tear signs we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.